Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery and motor error. The patient's blood glucose at the time of incident was 14.0 mmol/l. Troubleshooting was not completed as the caller was reporting on a past event. The no delivery alarm was resolved by changing the infusion set and reservoir. The reservoir will be returned and replaced.